Event description:
It was reported that a patient is experiencing difficulty seeing small numbers with implanted intraocular lenses (iol) in both eyes. The patient reported that a doctor who is no longer at the facility had periodically lasered off a film that developed on the eyes after the initial implant surgeries, which resolved the issue in the past. The new doctor at the facility has advised the patient to use glasses instead of performing the same procedure. The patient reported being able to see larger objects well and is generally satisfied with overall vision. The patient reported a history of diabetes and dry eye but has never been informed that either condition was affecting the vision. No further information was provided. The patient had bilateral lens implantation. This report is for the left eye. A separate report will be submitted for the right eye of the patient.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is after may 20, 2008. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.